Event description:
Upon service of the ventilator, review of the ventilator's diagnostic log history noted a 24/+-12v/power fail occurrence. The customer did not report the occurrence during previous usage and there was no patient harm reported. If a power failure of the ventilator occurs during use, an audible alarm will activate. The manufacturers field service engineer was unable to duplicate the finding during testing. The service engineer replaced the power supply to address the finding. Applicable final testing was performed to operating specifications. The reported problem was not duplicated during factory analysis of the power supply, and there were no faults identified during evaluation and testing.